Event description:
The product report indicated the device was replaced due to intermittent loss of stimulation, high impedance measurement and suspected loose connection. There was no injury to the pt. The device was returned to the MFR for analysis.

Manufacturer narrative:
Final device analysis results reveal the #0, #1, #3 coiled wire conductors are broken; the fractures are located at the proximal end of the molded rubber on the extension device.